Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the pin of the right ventricular lead was observed to be bent. The lead was not used, and a different lead was implanted. No patient complications have been reported as a result of this event.